Event description:
It was reported to philips that the device takes a long time to turn on and completed the test. The device was in clinical use at time of event. However, no patient harm reported. There was no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that the device takes a long time to turn on and completed the test. There is not a clear evident provided that whether there was a patient involvement. Wait for the gfe reply. There was no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.